Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical received logs and found all instances of 151 while unit was in niv (non-invasive ventilation). Vyaire medical also reviewed trending data and determined fio2 (fraction of inspired oxygen) changes were with flow increase. Advised customer to replace inspiration block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting technical failure 151 (o2 concentration low) after recalibration of the o2 sensor. Happened on a patient with no patient harm reported. The ventilator was swapped out.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, log file analysis tool and ivista trend analysis were utilized. Logs show that there is a significant difference between set and delivered fio2. Alarms like alarm 224- "mismatch between delivered and measure fio2" and alarm 151- "o2 concentration low" are visible, for example at 06/08/2023 08:22:13 set o2 was 50% but the cal value was 59%. No dosing related failures visible on the logs, as the last calibration on this unit was performed on feb 2021 the fio2 delivery issues could be due to lack of calibration. The issue is most likely lack of calibration causes the differences between the calculated fio2 and set fio2. As per notes on case 01260523, vyaire technical support requested to replace the inspiration block.